Event description:
The customer reported the following: "an event of unanticipated revision surgery occurred on (B)(6) 2010. The pt reported to his surgeon that he experienced an instability of the implanted device (date of the implantation (B)(6) 2010). Following the examination of the surgeon, the pt underwent a surgical procedure ((B)(6) 2010), in which the head of the device was substituted.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info is provided, the eval results will be submitted in a supplemental report.